Manufacturer narrative:
The device was marked as available for evaluation in section; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a meniscal repair, it was reported by the surgeon that while using the fast fix 360 curved device, the second implant did not deploy. Additional information received indicated that the t1 implant was left unsupported in the patient. A back up device was available to complete the case after a ten minute delay. No patient injuries or complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is dramatically bent on two planes. The actuator is in its pre-t2 deployment position. T/ suture construct was returned and both ts are present contrary to what was reported. T1 is bent, which likely took place when removed from the patients meniscus. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).